Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy due to high impedance on model 3186 lead. In turn, surgical intervention may be undertaken at a later date to address the issue.